Event description:
First degree burn to penis from light cord where it attaches to cystoscope. The metal clamp at attachment becomes hot when light source on. Clamp accidently touched penis at end of procedure causing 2mm burn. Burn treated with topical ointment and resolved.